Event description:
It was reported that during a scheduled device changeout procedure, pacing impedance measurements on this right ventricular (rv) lead were noted to be 270 ohms with the pacing system analyzer (psa) testing. Once the lead was connected to the device, impedances were noted to be around 200 ohms. Occasional noise was also observed. The physician opted to continue to monitor, and the impedance alerts were turned off. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that during a scheduled device changeout procedure, pacing impedance measurements on this right ventricular (rv) lead were noted to be 270 ohms with the pacing system analyzer (psa) testing. Once the lead was connected to the device, impedances were noted to be around 200 ohms. Occasional noise and insulation issues were also observed. The physician opted to continue to monitor, and the impedance alerts were turned off. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Manufacturer narrative:
Corrected fields: d6a implant date. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Event description:
It was reported that during a scheduled device changeout procedure, pacing impedance measurements on this right ventricular (rv) lead were noted to be 270 ohms with the pacing system analyzer (psa) testing. Once the lead was connected to the device, impedances were noted to be around 200 ohms. Occasional noise was also observed. The physician opted to continue to monitor, and the impedance alerts were turned off. No adverse patient effects were reported. This lead remains in service.